Event description:
It was reported after pump battery replacement on 2013 (B)(6), the device never worked after surgery. The patient had many communications with the physician and had "much pain" as the morphine was leaking into the patient's system. The patient moved on 2014 (B)(6) and had the device removed. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8709, lot# j10863r54, implanted: 2001 (B)(6); product type catheter. (B)(4).